Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The getinge field service engineer (fse) discovered a fiber optic error (fos / fault #53 fos continuous bit failed) and checked the device and fault code records to confirm the reported issue. The fse replaced the fiber optic module and confirmed the device passed pre use check and all factory specified performance and safety tests. The unit was returned to the customer for use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had fiber optic sensor malfunction. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.